Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the difficulty with the two ar-13999mf is that the needles cannot be used as they should. The reported event was not confirmed as both devices were tested with different needles and no problem was found. The proper function is given as the needles could inserted and fired smoothly. However the device shows signs of metal surface oxidation, and the laser marks are faded.

Event description:
It was reported that the difficulty with the two ar-13999mf is that the needles cannot be used as they should. The customer is using "bone grease?!?" From time to time so the needles can be used commonly. There was no harm for patient, operator or third party reported. No further information received.